Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message was fluid invasion and corrosion of the scope connector and circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed a b30 scope communication error message. There was no patient involvement.